Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2021. H6 component code: g07002 - device not returned. Additional information was requested, and the following was obtained: 1. What is the lot number? B4ybe00021. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. 3. What is the patient's age or date of birth? Unknown. 4. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Device is in my possession, need information for shipping. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What is the patient's age or date of birth? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap hysterectomy procedure on an unknown procedure date and a fibrin sealant preparation device was used. When the user went to remove the fibrin sealant preparation device so she could attach an accessory, the gray luer nuts on the fibrin sealant preparation device would not turn enough to fully loosen. Other members of the staff tried to loosen them as well but were unsuccessful. Another like device was used to complete the procedure. The procedure was delayed by ten minutes and there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2021. Device history lot: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.